Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection. Olympus was able to confirm the customer failure error 226. Olympus was not able to confirm the customer failure error 117. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope presented an error code 117 and error code 226. There were no reports of patient harm.